Event description:
It was reported that the heart wire connector block contacts on the ventricular side of the external pulse generator did not grasp firmly, and would not hold the cable. The generator was returned for service and maintenance. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle output connector is out of specification. Upper and lower cases are contaminated and broken. Battery release, lead flex cover, seven case screws, ring cover screw, battery drawer, heart block, heart wire contacts, keyboard pad, heart lead flex, battery flex, and ring cover are contaminated. Two side bail covers are broken. Battery contacts are compressed. The ring is bent. Two side bails are contaminated/missing.